Event description:
It was reported that a blood leak was observed while using flo-gard compatible blood set. It was reported that there was a clear break in the line below the blue clamp. This occurred during infusion resulting in loss of 50 milliliters of patient's blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and no cuts were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.